Event description:
An issue was reported involving air bubbles and gaps in the insulin system, specifically in the pigtail/patient line between the pump and the t:lock. The air bubbles were large and observed during pumping rather than during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with the help of technical support but was unable to resume insulin therapy. The issue was escalated for further assistance.